Event description:
It was reported that during the implant procedure there was right ventricular (rv) lead oversensing and/or noise. It was also reported that the implantable cardioverter defibrillator (ICD) was exchanged due to sensing/detection problem with noise sensed on the nearfield and farfield electrocardio (egm) intermittently correlating to atrial signal (plugged port). The ICD and rv lead were exchanged and replaced with different product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).